Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-07137. It was reported that the right atrial lead and the right ventricular lead exhibited noise. The leads were both explanted. The patient was in stable condition.